Event description:
No new information.

Manufacturer narrative:
An event regarding dislocation involving an unknown gmrs femoral component was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a cementless femoral stem on the right with a cemented acetabular cup and a fracture of the proximal femur with loosening of the cup and dislocation. The x-ray provided shows this situation. I cannot confirm for certain that the stem is a stryker product. This would have to be examined visually. I also can confirm that the patient had a proximal femoral replacement on the left which dislocated since I can see this on the x-ray provided. I cannot confirm that it was reduced although according to the product inquiry summary it was reduced before the revision on the right. Root cause analysis: the root cause of fracture of the proximal femur surrounding a femoral implant coupled with pseudotumor formation and dislocation cannot be determined with certainty. Apparently, the femoral head could not be removed from the stem so there is a possibility that there was corrosion present. The cause of the proximal femoral fracture cannot be determined with the information given although the possibility of fracture due to severe osteopenia could be considered, as well as trauma. The causes of pseudotumor are multifactorial including adverse local tissue reaction and possible corrosion. The causes of dislocation are also multifactorial including trauma, and possibly soft tissue imbalance due to abductor insufficiency. Surgical technique factors and patient factors including lifestyle, activity level and bmi could also play a role. With the information provided, I cannot assign causality to the implant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'closed reduction of the gmrs proximal femur.' A review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a cementless femoral stem on the right with a cemented acetabular cup and a fracture of the proximal femur with loosening of the cup and dislocation. The x-ray provided shows this situation. I cannot confirm for certain that the stem is a stryker product. This would have to be examined visually. I also can confirm that the patient had a proximal femoral replacement on the left which dislocated since I can see this on the x-ray provided. I cannot confirm that it was reduced although according to the product inquiry summary it was reduced before the revision on the right. Root cause analysis: the root cause of fracture of the proximal femur surrounding a femoral implant coupled with pseudotumor formation and dislocation cannot be determined with certainty. Apparently, the femoral head could not be removed from the stem so there is a possibility that there was corrosion present. The cause of the proximal femoral fracture cannot be determined with the information given although the possibility of fracture due to severe osteopenia could be considered, as well as trauma. The causes of pseudotumor are multifactorial including adverse local tissue reaction and possible corrosion. The causes of dislocation are also multifactorial including trauma, and possibly soft tissue imbalance due to abductor insufficiency. Surgical technique factors and patient factors including lifestyle, activity level and bmi could also play a role. With the information provided, I cannot assign causality to the implant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Closed reduction of the gmrs proximal femur.